Event description:
Info received indicates the head section drifts.

Manufacturer narrative:
Hill-rom technical support recommended the head down and CPR valves be replaced. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.